Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The arthroplasty was revised due to aseptic failure, patellar disassociation, gross instability of femoral and tibial components. The components were implanted in situ for 7.8 yrs. Condyle, tray, insert and patella were revised. The patient presented with a ucla score of 6, three months prior to revision surgery and maximum score of 6.

Manufacturer narrative:
An event regarding instability involving a scorpio baseplate component was reported. The event was not confirmed. Method and results: device evaluation and results: photographs of the baseplate component were provided. The component appears to be consistent with an implant that was in vivo for approximately 8 years and subsequently explanted. There are some scratches visible on the proximal surface of the baseplate which appears to be as a result of explantation damage caused while prising the insert component from the baseplate. Medical records received and evaluation: insufficient medical records were received for review. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: a review of the provided medical records by a clinical consultant indicated that there are no x-rays available for review, neither other clinical information to establish a potential root cause for the problem although certainly no device-related problems could be expected to play in instability scenario¿s, as also supported by the normal appearance of the explanted devices and the service life of almost 8-years. Device-related factors have no place in such instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the minimal information. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play the decisive role in this aspect and not the specific device properties related to manufacturing or materials composition. With the current information, this case cannot be solved and requires more info, especially x-rays and clinical examination findings. Further information such as product details, product return and x-rays and follow-up notes are needed to complete the investigation for determining a root cause. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The arthroplasty was revised due to aseptic failure, patellar disassociation, gross instability of femoral and tibial components. The components were implanted in situ for 7.8 yrs. Condyle, tray, insert and patella were revised. The patient presented with a ucla score of 6, three months prior to revision surgery and maximum score of 6.